Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient had 2 model 3166 leads (from the same lot) implanted as part of her scs system. It was reported the patient lost stimulation in the occipital area. Diagnostics showed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the occipital leads were explanted and replaced. The patient reported effective stimulation coverage and the issue is now resolved.